Event description:
The device read 262mg/dl and 124mg/dl back to back. No treatment received. No adverse event reported. No quality control were used. Requested return of suspect device and replacment was sent.